Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). This report is being filed on an international product, list number: 7k78-78 that has a similar product distributed in the us, list number: 7k78, 510k k983424. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false positive architect total b-hcg and provided the following data: sample ID: (B)(6) initial result was 290.78 miu/ml (positive) and when the sample was repeated the result was < 1.20 miu/ml (negative). Colloidal gold generated a negative result. Patient information: 44 year old female. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.